Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, product type screening. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency, urge incontinence. The basic evaluation began 2021-dec-13. It was reported that the patient stated the new sensation was weird so their sales rep stopped at 0.4 "which was pretty low". Additional information was received from the patient. They reported that patient had a bandage mishap the left side is coming out and not where it belongs. Nurse suggested to stay on the right side.